Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem . The cse inspected the device and updated the software level. No parts were replaced. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).